Event description:
The customer contact reported a break between the clave secondary port and the cassette of the tubing set. It was reported that during priming, prior to pt use, the clave secondary port on the cassette of the tubing set popped off after attempting to connect a syringe. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.